Event description:
It was reported that debris was found inside the package of the pulse oximeter sensor. This device is non-invasive, and the issue was found during incoming inspection. There was no patient injury, medical intervention, or extended procedure time reported. There is no history of injury from this reported event type.

Event description:
It was reported that debris was found inside the package of the pulse oximeter sensor. This device is non-invasive, and the issue was found during incoming inspection. There was no patient injury, medical intervention, or extended procedure time reported. There is no history of injury from this reported event type.

Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Visual inspection of the complaint device revealed that the pulse oximeter sensor was received sealed in the original packaging. Debris was noted in the packaging, on the device, in the device identification sticker, and under the butterfly adhesive tape. The debris varied in size and color (light yellow - dark yellow). The debris was hard, uneven, and had texture. In addition, there were small specks of black, unknown material and small fibers on the inside of the packaging, visible under 20x magnification. The small single fiber strand noted in the sealed package was identified by the sss laboratory to be from a synthetic cloth consistent with what is used on the production line. The small specks of black, unknown material on the inside of the packaging was too small of a sample size to send for external lab analysis. An initial analysis of the larger debris that was identified as light yellow ¿ dark yellow was performed by the sss laboratory. The initial analysis of the debris identified the unknown sample as pullulan p800, which is a general name of a polysaccharide. The debris was then sent to an external lab for additional testing. The external lab results were able to show a correlation to starch (e.g., rice starch, wheat starch, oat starch). The test results also suggest the presence of an aliphatic ester which could be present as a modified starch in many compounds. These results show that the compound on the pox device was a biodegradable compound that posed no risk.